Event description:
Bayer case number: (B)(4) prolonged periods with heavy menstrual bleeding [prolonged heavy periods], decreased vision [vision decreased] , unbearable genital burning [genital burning] , unbearable genital inflammation [genital tract inflammation] , sleep disturbances [sleep disturbance] , pain during intercourse [painful intercourse] , irregular period [irregular periods], anaemia [anaemia] , unpleasant vaginal odours (3 cleanings per day) [vaginal odour] , numbness in the feet [numbness in feet] , itchy skin [itchy skin] , fibromyalgia [fibromyalgia] , blood pressure-related vertigo [vertigo], brain fog [brain fog] , palpitations [palpitations] , tachycardia [tachycardia] , papier-mache nails [nail disorder] , mood disorders [mood disorder] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 13-apr-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("prolonged periods with heavy menstrual bleeding") in a 42-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. In 2011 she experienced heavy menstrual bleeding (seriousness criterion intervention required), visual impairment ("decreased vision"), genital burning sensation ("unbearable genital burning"), genital tract inflammation ("unbearable genital inflammation"), sleep disorder ("sleep disturbances"), dyspareunia ("pain during intercourse"), menstruation irregular ("irregular period"), anaemia ("anaemia"), vaginal odour ("unpleasant vaginal odours (3 cleanings per day)"), hypoaesthesia (" numbness in the feet"), pruritus ("itchy skin"), fibromyalgia ("fibromyalgia"), vertigo ("blood pressure-related vertigo"), brain fog ("brain fog"), palpitations ("palpitations") and tachycardia ("tachycardia"). Essure was removed on (B)(6) 2026. On unknown date she experienced nail disorder (" papier-mache nails") and affective disorder ("mood disorders"). The patient was treated with surgery (to remove essure). At the time of the report, all of the events were resolving. No causality assessment was received for essure with regard to visual impairment, genital burning sensation, genital tract inflammation, sleep disorder, dyspareunia, anaemia, pruritus, vertigo, brain fog, palpitations, nail disorder, menstruation irregular, heavy menstrual bleeding, vaginal odour, hypoaesthesia, fibromyalgia, tachycardia or affective disorder. The reporter commented: period of occurrence: spring 2011 . All the problems mentioned above started to disappear, or even disappear in some cases, fairly soon after removal actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.